Event description:
A malfunction alarm identified as malf 12 was reported, related to the customer's insulin pump, which occurred on at least three occasions. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the malfunctioning pump and instructed the customer on returning the problematic pump and setting up the replacement. The customer, whose pump was within warranty, acknowledged these instructions and was informed about programming their replacement pump and connecting it to their continuous glucose monitor (cgm).